Event description:
It was reported by service report that the head end of the bed would not go down. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Result: head end lift actuator micro switch.